Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device was in a poor physical condition and therefore, no further analysis / repair could be performed. It was further determined that the device failed pretest for status of development and general condition. The assignable root cause was not determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had a bad noise while in use. It was further reported that the device was not working properly. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.